Event description:
It was reported that the pt's neurostimulator for urinary incontinence had been turning off her pain neurostimulator device (different MFR) that was implanted approx 7 inches away in the right buttock area (the device for urinary incontinence was implanted in left buttock area). She also experienced pain and a burning sensation in the pocket of the pain device and stimulation from the urinary device in the wrong location. The pain sensation occurred whether the device for urinary control was on or off while the burning sensation occurred while the device was on. These symptoms began with the implantation of the trial lead for the urinary incontinence device. There was no swelling or redness noted at the pain neurostimulator site. It was recommended that the physician managing the pain stimulator check that device. Impedance measurements from the urinary device showed readings of <50 ohms on lead electrode combinations 0 and 3 (the pt was not programmed to this combination). X-rays taken of the urinary device showed the device had flipped. The pt did feel stimulation down her leg. It was noted that reprogramming did not resolve the issue. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).